Event description:
It was reported that the patient experienced a lead fracture. The patient's implantable neurostimulator system was replaced with another manufacturer's device system. No further details, patient symptoms or outcome were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).